Manufacturer narrative:
Concomitant medical product: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since the beginning of covid a year ago when the pt charged their implant they were getting pain nerves shocked across their back. Pt said that every time they charged their ins they would get an electric shock making it feel like it would go from one battery to the other making it hurt. Pt said it felt like the implants were arching each other. Pt stopped charging their implant a year ago and as of recent the pt is no longer able to charge their ins or connect their equipment to either of their implants. The patient was redirected to their healthcare provider to further address the issue. Pss understood that the implants were in a possible over discharge state. Pt mentioned that they have had their implant reprogrammed for their lower back. Caller was redirected to the healthcare provider (hcp).